Event description:
It was reported the customer experienced high blood glucose. The customer stated they attempted to treat their blood glucose with a bolus, but the blood glucose remained high. Customer's blood glucose reached 530 mg/dl. The customer's blood glucose was 440 mg/dl at the time of the call. Customer reported experiencing dry mouth, depression and trouble concentrating from their high blood glucose. Customer treated their blood glucose with 2 units of insulin by manual injection. Troubleshooting found the customer did not have a bent cannula. The customer's insulin pump also alarmed no delivery with a high pressure test. The customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.